Event description:
The customer stated that his insulin pump was alarming and instructing him to reset the settings. The pump would count down to 6, rewind and then repeat the same process again. At the time of the malfunction, the customer's blood glucose level was 370 mg/dl. Right before he went to bed, the customer said he treated every couple hours with manual injections. During troubleshooting, the customer's pump failed the displacement test. We advised the customer that the pump should be replaced and to follow his physician's back-up plans. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with a35 alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to a35 alarm. Minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.